Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400 coils) pusher assembly. The pusher assembly was fractured approximately 62.0 cm and kinked approximately 58.0 and 143.0 cm from the proximal end. The embolization coil was detached from the pusher assembly, and the proximal constraint sphere was not present inside the distal detachment tip (ddt). Conclusion: evaluation of the returned px slim revealed it was kinked and ovalized. This type of damage typically occurs due to improper handling during use. If the px slim is manipulated forcefully against resistance, or if a rotating hemostasis valve (rhv) is over-tightened on the px slim, damage such as may occur. The damage found on the px slim may have contributed to the resistance experienced by the physician while attempting to advance the pc400 coils. Further evaluation revealed the embolization coils of both pc400 coils were detached from the pusher assemblies, and both pusher assemblies were damaged. This damage may have occurred due to forcefully manipulating the pc400 coils against resistance. The damage may have also been incidental and occurred during packaging the devices for return. Px slim devices are 100% visually evaluated and pc400 coils are 100% functionally evaluated during in process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2015-01071, 3005168196-2015-01073.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using penumbra coil 400 coils (pc400 coils) and a px slim delivery microcatheter (px slim). During the procedure, while advancing a pc400 coil through the px slim, the physician met resistance and removed the pc400 coil. In an attempt to advance a new pc400 coil through the px slim, the physician met resistance again and removed both the pc400 coil and the px slim from the patient. The procedure was completed using a vascular plug. There was no report of an adverse effect to the patient.